Event description:
The customer contact reported air distal to the pump with no pump alarm. The pump was programmed with the air sensitivity at 2.0ml to deliver an unspecified medication. No further programming parameters were provided. After an unspecified length of time, the nurse noted the container was empty and the tubing set was reoprtedly filled with air distal to the pump. There was no reported alarm for air in line. The delivery was stopped. The tubing set and medication were replaced and therapy was resumed. The pump remained in clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.